Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. Other applicable components are: product ID: 97792, lot# n383194, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, lot# unknown, product type: lead. Product ID: 3550-29, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The hcp reported that the battery was no longer charging. The device was explanted on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Analysis of product #97714 found no anomaly. If information is provided in the future, a supplemental report will be issued.